Event description:
The customer requested to have the device serviced for the (B)(4) software, calibrations, and repair. No specific allegations were initially made. There was no indication of patient involvement at the time the event was observed.